Event description:
During a cystoscopic coagulation, the high frequency monopolar cable broke apart, sparked, and caught the pt drapes on fire. Pt sustained a burn 4-5 inches on the left, back thigh. Procedure was completed successfully and pt burn was treated with antibiotic cream and condition post-op was good.